Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. The device remains implanted. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. (B)(4).

Event description:
Following a glaucoma implantable filtration device (gfd) surgery a surgeon reported a case of hypotony two days postoperatively. At one month and three months postoperatively sutures were lysed. The symptom was recovered without treatment. The shunt has been remained in the eye.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon that the causal relationship between hypotony and the device is unrelated.